Event description:
The account alleged that the side rail is not latching. There are no alleged injuries reported.

Manufacturer narrative:
The technician found a thick sticky fluid buildup on the side rail center arm assembly. The technician cleaned the side rail center arm assembly to resolve the issue.